Manufacturer narrative:
The technician found the head drive brake assembly was worn out. He rebuilt head drive assembly to repair the bed.

Event description:
Info rec'd indicates the head of the bed is drifting slowly.